Event description:
An eagle eye gold ivus catheter (eeg) was inserted into the patient to image a 90% occluded mixed plaque lesion at #6 and #7. The image became "pale" just after imaging was initiated in the artery. The user continued eeg use and eventually, the pim was not recognized. To troubleshoot, the catheter was disconnected and then reconnected but, the image did not recover and the screen became dark. Catheter use was discontinued and the eeg catheter was removed without incident. When the catheter was visually inspected by the user, blood was observed inside the clear part of the hub. The volcano ivus console was rebooted and a second eeg catheter was used, functioning as intended and successfully completing the ivus portion of the procedure. When the device was received by volcano for evaluation, it was observed the proximal fillet uv adhesive had not been applied to the joint between the distal end of the shaft and the proximal end of the scanner.

Manufacturer narrative:
(B)(4). The main purpose of the fillet is to prevent fluid ingress to both the scanner and the distal shaft which could cause image issues when the fluid shorts the electrical circuitry. Shorting would not present an electrical risk since the pim limits the energy delivered to the scanner to an amount too small to cause injury or be felt by the user or patient. The resulting image issues would result in discontinued device use as occurred in this case. The fillet also covers the edges of the scanner providing a smooth transition for tractability in a tortuous path. Upon pull-back, without the fillet the exposed edge of the scanner could scrape against a vessel wall. (With advancement, the smooth edge of the scanner is presented to the scanner wall.) (B)(4). Since the fillet provides a smooth transition, there is a chance that the edge of the ivus catheter could have come into contact with the vessel wall causing irritation. No atypical clinical findings (EKG, angio, or patient related such as pain) were noted during the pullback of the ivus catheter and no ivus based evidence of vessel tear or spasm were noted on the 2nd ivus pullback. In addition, there is no report of chest pain or associated EKG changes post procedure. It is concluded it is unlikely the exposed edge led to any acute vessel wall injury during the ivus pullback or lead to any permanent damage to the patient. There is no report that the patient experienced angina or other clinical symptom that would indicate vessel wall injury occurred. A 2nd ivus was used to successfully complete the procedure and there was no indication of embolus or thrombus in the coronary artery. Investigation is still in progress and a follow-up report will be filed with the final results.